Manufacturer narrative:
(B)(4). The device was not returned for analysis. Without the device analysis, a cause for the reported suture break could not be determined. A suture break can be caused by a number of factors including, but not limited to, manufacturing, user technique or patient anatomical conditions. A sampling of finished devices is destructively tested to verify the functionality of the device. The suture may break if the user applies too much tension while pulling on the limb suture. However, it was reported that the sutures were not pulled hard. No other information about user technique was provided. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to have been discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using the perclose proglide after an interventional procedure. Reportedly, while tightening the knot, the suture broke. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. Though requested, additional information was not provided.